Manufacturer narrative:
Sections with additional information as of 15-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer reported symptoms of increased thirst and dry mouth; daughter stated that she would speak with the customer to see what he wanted to do. During the call, a blood test was performed by the customer and produced result of hi using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/30/2024 and open vial date is 04/23/2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 25-apr-2023 to ensure that the customer's condition had improved - able to establish contact with customer's daughter who stated customer was dong a bit better but was currently in the hospital. Daughter stated customer's blood glucose had been running very high so she had taken him to the hospital on (B)(6) 2023. Customer's blood glucose test result at the hospital had been 758 mg/dl (undisclosed if fasting/non-fasting). The diagnosis was high blood glucose. Customer was currently still in the hospital at the time of the call. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved- able to establish contact with customer who stated he was not currently having any diabetic symptoms. Customer had been hospitalized from (B)(6) 2023. Customer was given insulin to lower his blood sugar. Customer was discharged with lantus insulin (no units were disclosed). Customer had performed additional test using the true metrix meter and had obtained result of 316 mg/dl am fasting on (B)(6) 2023.